Manufacturer narrative:
Section d4, catalog number: corrected. Section h6, medical device problem code: corrected. Section g4: it's unknown if there was a patient involved in this event. The PMA# provided is associated with most recent approval. This event occurred at tokyo medical and dental university in bunkyo, japan. Manufacturer¿s investigation conclusion: the reported event of a faulty power module backup battery (serial number: (B)(6) causing a red battery alarm was confirmed via investigation of the returned product. The backup battery returned in unremarkable condition. The 12v battery returned in a slightly depleted state, measuring approximately 11.04v. The battery was connected to a test power module fixture and mock circulatory loop. The yellow charge symbol was illuminated followed shortly by the red battery and yellow wrench symbols. The alternating current (ac) power cord was unplugged, and the backup battery was unable to support the system. The battery was charged to approximately 12.3v, but the alarms still activated upon connecting the charged battery to the test power module. Further evaluation was not performed due to the chemical hazard posed by sealed lead acid batteries. The backup battery was observed to have been manufactured on 04jan2023 and was therefore not expired at time of the reported event. The root cause for the reported event was not able to be conclusively determined via this investigation. Inspection data for the sealed lead acid battery (serial number: (B)(6) was reviewed and showed the battery passed inspection. Heartmate 3 instructions for use (rev. C) under section 7 ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use (rev. C) section 3 "powering the system" and heartmate power module instructions for use (rev. B) under "introduction" explain how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use (rev. C) section 8 "equipment storage and care" and section f "safety checklists, and heartmate power module instructions for use (rev. B) under "inspection cleaning and maintenance" explain how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the periodic inspection of power module, when replacing the internal battery, the red lamp was lit, regardless of whether it was repeated or connected to another power module. One power module internal battery would be returned for evaluation.